Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded, with blood and contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, directly over the proximal markerband. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 10 atmospheres after a duration of 6 seconds, it was noted that the pressure gauge of the inflation device did not go up. When the device was completely removed, it was observed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 10 atmospheres after a duration of 6 seconds, it was noted that the pressure gauge of the inflation device did not go up. When the device was completely removed, it was observed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.